Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-00989. It was reported that the patient was in car accident that caused lead migration. Diagnostics indicated the leads also had high impedance. As a result, a surgery intervention occured wherein the system was explanted and replaced to address the issue.